Manufacturer narrative:
In response to FDA report number: mw5090514. (B)(4). The reported events of seroma, capsular contracture, lymphadenopathy, and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency, left side alcl. Healthcare professional additionally reported "seroma, capsular contracture, baker grade IV, fever, lymphadenopathy and lump/nodule." Patient is currently being treated with chemotherapy. Pathological marker cd30 has been received. Device was explanted.